Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a patient notifier for non-sustained rv oversensing. Post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.